Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received safety notice about drive support cap. The customer states the pump was dinged and had loose drive support cap. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis. The customer states they would be waiting for upgrade pump.